Event description:
It was reported the patient received the following results within 15 minutes: 50 mg/dl (system 1), 64 mg/dl (system 1), 85 mg/dl (system 2), and 130 mg/dl (system 2).

Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Manufacturer narrative:
Section d4: the lot number and expiry date were updated based on the returned product.